Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that two sensors seemed to have a bent needle preventing the complete removal of the insertion needle from the sensor catheter. The customer stated that in one case when the sensor was attempted to remove, it accidentally caused the needle to snap. The inter-part, the catheter, and the needle point from the customer were removed. No further info was provided.